Event description:
Two pts underwent surgical procedures using hank dilators made by pilling-weck surgical instruments. At the time the instruments were geing cleaned, it was observed that a metal ring was missing from the 11-12 dilator. The ring was welded, not secure. The ring was located. No harm to pt.